Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Received incrowd survey 36836-evh pms- may 2024, where they commented "hard to do spot bleeding because the cauterize only between the jaws", when asked about the harvesting tool hemopro 2 (vh-4000) ability to perform spot cautery/spot coagulation to stop small bleeders in the tunnel wall.

Event description:
N/a

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10, h-11. Corrected section h-6: health effect ¿ clinical code from "1888" to "4580". No lot # was reported and no specific event site was reported, so therefore no ship history was conducted.